Event description:
A right glenohumeral joint plasty was performed in 2002. At 3 to 4 days post op the drain was removed. An x-ray was taken and a foreign material was seen at the wound. Part of the drain was still in the patient. A re-operation was performed and the drain piece was removed.